Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. The project device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
It was reported that the proximal tibial replacement was performed last year. The screw which was used for fix the hmrs anch piece was back out few months after the surgery. The pt has pain, so on (B)(6) 2011, the back out screw was extracted. Another screw instead of the back out screw was not use after removal the back out screw.